Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no testing or inspections could be performed. No scans, x-rays, pictures, or physicians reports were provided. As of the last correspondence it was reported the revision has yet to occur. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00882-1 and 0001032347-2017-00883-1.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The revision is scheduled to take place in (B)(6) 2017. Medical product: oxford performance materials (opm) cranioplasty implant, catalog #: pk620044, lot: 100617. Zimmer biomet 1.5 20-hole straight plate, catalog #: 01-7068, lot #: ni. Zimmer biomet 1.5 2-hole long straight plate, catalog #: 01-7347, lot #: ni. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is currently implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00882 and 0001032347-2017-00883.

Event description:
It was reported that approximately one week post-op cranioplasty, it was noted that the patient's skin was not closing properly. Tissue expanders were placed and a revision will be performed. There was no allegation of an issue related to the implant; the surgeon requested a re-make of the exact patient matched cranioplasty implant. The revision has not yet occurred. No additional patient consequences were reported.